Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the deep brain stimulation (dbs) patient received the early replacement indicator (eri) message after approximately eighteen months of being implanted. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) was replaced. The patient did well postoperatively.

Manufacturer narrative:
Analysis of the returned ipg revealed the device would not communicate with a known working remote control or clinician programmer despite multiple attempts. As a result, data logs could not be retrieved or analyzed, nor could functional testing be performed. The ipg was cut open, and the internal electrical measurements revealed excessive sleep current and low resistance of a node where high resistance was expected. This finding confirms that the application-specific integrated circuit (asic) chip was damaged; damage that is typically caused by the ipg exposure to external high voltage/high current transient sources. Additionally, a review of the instructions for use (IFU) warns medical therapies or procedures such as electrocautery, external defibrillation, diagnostic ultrasonic scanning, lithotripsy, radiation therapy, transcranial stimulation, and x-ray and computed tomography scans may turn stimulation off, cause permanent damage to the stimulator, or may cause injury to the patient. If any of these procedures are required by medical necessity, the procedure should be performed as far from the implanted components as possible. Stimulator function should be confirmed after the procedure. However, the stimulator may require explantation because of damage to the device or patient harm.

Event description:
It was reported that the deep brain stimulation (dbs) patient received the early replacement indicator (eri) message after approximately eighteen months of being implanted. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) was replaced. The patient did well postoperatively.